Manufacturer narrative:
On 10/07/2015 the field service engineer (fse) found loose tubing at port 5 of the bsv (blood sampling valve) that caused the leak. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained clear leak of about 10 ml near the needle inside the coulter lh780 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, googles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.